Event description:
It was reported that during routine device change out, the lead was capped and replaced. It was noted that high, out of range impedance was observed in 2010 and the svc coil was programmed off at that time. The physician elected to capped the lead now during device changeout. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.